Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Internal insulation abrasion was noted at 14.0-15.5cm from the distal tip. The etfe coating was intact at this location. (B)(4). (B)(6).